Event description:
It was reported that an unknown size epic valve was implanted two years ago. On (B)(6) 2026, the patient experienced moderate degree of aortic regurgitation. An aortic valve replacement was performed and the valve got explanted. There was no tear was observed in the leaflets and suture cuff. The patient was reported recovering.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.